Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 300 mg/dl. Insulin pump would need to be replaced. No further information provided.